Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, gripper line break, difficulty removing the lock line and clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted that the patient had a smaller heart that resulted in a shorter transseptal puncture. The heart was also noted to be sitting more vertical than a normal heart. One ntr clip delivery system (cds) was successfully advanced and deployed at a2/p2. A second cds (90903u257) was advanced, but it was noted that at times during the procedure, the clip was difficult to visualize. While achieving perpendicularity, due to the heart sitting more vertical, the cds may have been curved a little more than 90 degrees. Grasping was successfully performed laterally of the first clip. The deployment sequence was started, but the clip failed to establish final arm angle (efaa). Troubleshooting was performed, but it was noticed that the lock line was jammed. While troubleshooting, the physician decided to remove both caps and floss the lines, with the concept of potentially loosening the tension on the lock line. However, the physician pulled on both sides of the gripper line at the same time, causing it to break. The decision was then made to remove the clip. However, due to the small heart, damage occurred to the lateral side of the valve while removing the clip. This caused mr to increase. An additional clip was implanted, and mr reduced to a grade of 3+. No additional information was provided.

Manufacturer narrative:
Device code 2017: failure to follow steps. All available information was investigated and the reported issue was confirmed via returned device analysis. A bend in the actuator mandrel was identified. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. A conclusive cause for the reported lock line resistance could not be determined. A conclusive cause for the reported bent actuator mandrel cannot be determined. It should be noted in the instructions for use (IFU) states: ¿do not deflect the sleeve more than 90 degrees during the inspections below. Use of damaged product may result in cardiac injury.¿ as it was reported that the sleeve may have been curved more than 90 degrees this is considered a deviation from the IFU. Additionally, the IFU states: ¿grasp one of the free ends of the gripper line, confirm the line moves freely and slowly remove the line. Pull the gripper line coaxial to the gripper lever. If resistance is noted, stop and pull on the other free end to remove the gripper line. Maintain at least 1 cm separation between the delivery catheter (dc) tip and the clip while slowly removing the gripper line.¿ as both ends of the gripper line were pulled simultaneously this is considered a deviation from the IFU. The deviation likely contributed to the reported gripper line break. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The observed clip opening while locked appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices. H6: device code 2017 added.